Manufacturer narrative:
Stryker evaluated the customer's device and found the error code in the device memory. The cause of the reported issue could not be determined. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that an error code was logged that can indicate a failure to deliver energy. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.